Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting, elevated intraocular pressure, significant reduction of irido-corneal angles, shallow ac. The lens was explanted and replaced with a shorter length lens but the problem was not resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H6: health effect clinical code: 4581: significant reduction of irido-corneal angles. H6 - type of investigation: 4110: lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: elevated intraocular pressure, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).